Manufacturer narrative:
Isi received the device involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce the customer reported failure mode. The illuminator was installed and tested on an in-house test system and an error displayed with no power on the unit. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted donor nephrectomy procedure, the illuminator stopped working and the system faulted. The intuitive surgical, inc.(isi) technical support engineer (tse) instructed the customer to power off and cycle the illuminator breaker but the issue persisted. The site was then instructed to unplug the illuminator cable and recover but once again the error occurred. The site completed the procedure robotically with an external illuminator. There was no report of patient harm, adverse outcome or injury. An isi technical field specialist (tfs) was dispatched to the facility and was able to reproduce the reported failure. The tfs replaced the illuminator to resolve the issue. The illuminator contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video.